Event description:
*Lasik flap both eyes 2013. Noticed some minor issues (i.e., halos, starbursts). Vision started to revert after 6 or 7 years. *lasik prk - 2022 in left eye - was supposed to be a touchup. I now have 2 different types of cataracts (regular cataracts in both eyes and an additional posterior subcapsular in my left eye). I believe that I may have had a cataract in both eyes prior to touchup prk surgery. I believe my surgeon may have operated on me without checking for these cataracts first. I am now 51 years old and have 3 college aged children. Please help. Do not allow these surgeries anymore when there is evidence that cataracts will show up earlier because of the surgery. And because my current eye doctor says the cataract surgery carries high risk because of the lasik. Reference report: mw5118364.